Event description:
Patient with severe atherosclerotic peripheral vascular disease was in the catheterization laboratory undergoing peripheral angiogram with standalone balloon angioplasty of the left superficial femoral artery and popliteal. First a #5 french and later a #6 french, long vascular sheath was placed in the right femoral artery. A 5x40 peripheral balloon was used to dilate the entire sapheno-femoral artery in an overlapping fashion. Repeated angiograms demonstrated what appeared to be occlusive dissection in the popliteal, the guidewire was redirected and what was felt to be the popliteal/perineal (the only vessel patent below the knee from the previous arteriogram 2007), and repeated distal dilatations were accomplished. However, the distal tip of the balloon had inadvertently entered a small branch and the balloon could not be extracted from its entry into this branch. This was because it separated from the shaft. At that point, the patient was in no pain, with no appreciable change in temperature, sensory, or motor function of the left foot. Surgeon was called, came to the cath lab, the sheath was closed and surgeon decided to heparinize the patient and electively remove the retained lodged balloon fragment the next day. In 2008, the retained fragment was successfully extracted in the or.